Event description:
The customer reported that he was wearing the insulin pump and bumped into the door and passed out. The blood glucose reading at time of the call was 1687mg/dl. The customer stated that he rec'd a large amount of insulin into his body. His blood glucose dropped and paramedics were called. The customer stated that he has visual impairments and is having a hard time reviewing the info on the insulin pump. The customer was not sure how the pump over delivered. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.